Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the pump emitted an alarm every night at 12:00am. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings: in the history reminder 1 is set to alarm a half hour after 12 am. Reminder 1 is set to on. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.